Event description:
Spacelabs was notified that a telemetry pt reported shock or numbness caused by telemetry transmitter.

Manufacturer narrative:
Safety testing of the transmitter was performed at both the hosp and at spacelabs with no problem found. Additional testing at spacelabs confirmed the device was operating to specification and there were no loose or exposed wires or conductive surfaces on this device. As part of the investigation, the pt's bed was tested for possible shorts or ground faults with none found. The spacelabs transmitter is self contained device powered by an industry standard 9-volt battery. As a battery operated device, and by design, the transmitter poses an unlikely shock hazard. The pt required no medical intervention. This report is considered final and the issue is closed.